Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. UDI, and manufacturing date not available for this system at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for an electrode placement procedure. It was reported that the pin holding the frame was coming in and out. The surgeon did not feel comfortable using the frame. There was no reported delay to procedure and no reported impact to patient outcome.